Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that when the site transferred the image, it gave them a warning stating "mirrored". The site was unable to proceed into navigation. The site confirmed that this was the same patient entry, and confirmed that image was not present when selecting "view recent images". The site confirmed the [nav] tag was present on the acquired image. The site took another spin and the issue was resolved. There was a reported delay of 20 minutes, and no reported impact to patient outcome.

Manufacturer narrative:
A software investigation was initiated but was unable to determine probable cause without further information. If information is provided in the future, a supplemental report will be issued.